Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced battery issue. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module master software version is unknown

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of a colleague infusion pump with a battery depleted set alarm was discovered and confirmed in the pump's event history. The assignable cause was determined to be depleted main batteries. The main batteries and battery harness were replaced to fix the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). This device is a p1.5 colleague pump with a user interface module software version of 6.63.92.